Event description:
The customer called because he felt that the insulin pump is not delivering insulin accurately because he experiences high blood glucose levels at the same time every day. The customer stated that he has not received any motor related alarms. The customer also stated that the battery indicator fluctuates. Troubleshooting was performed. Found that the customer does not use the recommended battery. The insulin pump passed the prime test. However, the customer was not comfortable using this insulin pump and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.